Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2012-02396, 2134265-2012-02893, 213465-2012-03193. It was reported that following coronary artery stenting treatment procedures, the patient had total occlusion in the previously treated vessel. The patient had a 2.50x20 mm taxus stent placed in the saphenous vein graft (svg) to right coronary artery (rca) in (B)(6) 2005 and a 3.50x20mm taxus stent placed in the rca in (B)(6) 2008. In (B)(6) 2011, the patient presented with mid-sternal chest pressure with bilateral arm discomfort and abnormal stress test. Coronary angiography revealed totally occluded rca and svg to rca. These lesions were chronically occluded and were not treated. No more information is available at this time as these two procedures occurred at an outside hospital.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).